Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented with symptoms of syncope in clinic for routine follow up. Upon interrogation, the device was found to be backup vvi mode. Due to low battery status due to normal eri a device download could not be performed. Device replacement was discussed. Further information was requested but not yet available.